Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd onclarity¿ hpv assay on bd cor¿ system (ref. (B)(4)) from kit lot 5126880 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. The review of quality control records of bd onclarity¿ hpv assay kit lot 5126880 revealed no anomalies that could explain the customer¿s discrepant results. Customer complained about a suspected false positive result linked to low CT when using the bd onclarity hpv assay kit. Customer provided run files htcrg0113_hpv20251106_192144 from bd cor¿ gx instrument crg0113 and htcrg0114_hpv20251107_102119 from bd cor¿ gx instrument crg0114 for investigation. Analysis of run file htcrg0113_hpv20251106_192144 shows a positive control failure. Pcr curves adjudication of the data confirmed the low amplification in rox channel for the positive control of master mix 2 (a05). Analysis of run file htcrg0114_hpv20251107_102119 revealed positive results for hpv18 (hex in master mix 1), hpv31 (hex in master mix 2) and hpv52 (hex in master mix 3). Moreover, internal control failures were obtained for all the master mixes. For the initial testing (htcrg0113_hpv20251106_192144), this sample was in position c4, c8 and c12. For the second testing (htcrg0114_hpv20251107_102119), it was in position h1, h5 and h9. Pcr curves adjudication of the data revealed abnormal curves in rox, cy5 and fam channels for this patient sample in the second testing (h1, h5 and h9 on graphs). Abnormal curves in rox channel explain the internal control failures obtained. Abnormal curves in hex channel confirm the false positive results suspected by the customer. An isolated event of acid carryover could explain the customer¿s discrepant results. Since positive and negative controls, as well as all other patient samples, have compliant results, no reagents issue is suspected. Overall, based on the investigation and information available, isolated event of acid carryover from unknown origin might have contributed to the customer¿s discrepant results. However, it was not possible to confirm the exact cause of this issue. There is no indication of a reagent issue based on the analysis of the complaints received for control failure on bd onclarity¿ hpv assay kit lot 5126880. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard was identified.

Event description:
It was reported that during use of bd onclarity¿ hpv assay reagent pack for bd cor, a false positive result with an unusual pcr curve was obtained. There was no report of patient impact.

Event description:
It was reported that during use of bd onclarity¿ hpv assay reagent pack for bd cor, a false positive result with an unusual pcr curve was obtained. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.